Event description:
During the embolization of a ruptured left anterior cerebral artery aneurysm the coil [subject device] and microcatheter appeared to exit the side wall of the aneurysm. Extravasation was suggested but the patient remained hemodymanically stable. Heparinization was reversed and 30mg of protamine was given. The majority of the coil was within the aneurysm and it was detached. Two further coils were detached in the aneurysm and angiography, taken prior to detachment, confirmed both coils were within the aneurysm in the absence of parent artery compromise. Angiography taken after the final coil was detached, suggested there was a small focus of intraluminal filling defect at the base of the aneurysm suggestive of possible platelet aggregation but no parent artery compromise was suggested. Due to the perceived concerns of a thromboembolic phenomenon, 5.6ml of integrilin (11.2mg) was administered. Final angiography did not demonstrate or suggest angiographic complications and confirmed the occlusion or near occlusion of the aneurysm. A CT scan immediately post procedure demonstrated additional contrast and subarachnoid blood primarily within the left perimesecephalic cistern. No significant extravastion was suggested. The patient awoke from general anesthesia at the same pre-procedure baseline and no new neurological deficits were identified.

Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event.